Event description:
During abdominal aortic aneurysm repair in the or, the hemochron machine did not give accurate reading of ptt. Stat blood sample was sent to the lab and value obtained did not correlate with with the ptt value obtained from the hemochron. Bio-medical engineering was contacted and the hemochron device was removed from service and will be sent to the manufacturer for evaluation and repair. There was no harm to the patient.what was the original intended procedure?repair aaa.device #1is this a laboratory device or laboratory test?yes.this problem involved: single use or rapid test.is this a recurring problem with this assay, test kit or instrument?no.which of the following problems did you observe:questionable patient results.please describe any follow up actions:manufacturer notified.